Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00789. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 70-80% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The patient had a taxus express2 stent implanted five years prior in the rca which now appeared to be under deployed and possibly restenosed. Rotational atherectomy was performed in the lesion and then a 4.0x15mm nc quantum apex balloon catheter was advanced to the lesion for postdilation. Upon the first inflation to 24 atms for 20 seconds the balloon ruptured. The balloon catheter was removed from the patient and angiography confirmed no dissections. The patient was watched for five minutes and final angiograms confirmed no changes. The procedure was ended at this point with no patient complications reported. The patient's current condition is stable.